Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
On 6/16/2022, it was reported by a sales representative via phone that an ar-3603-2 fibertak was attempted to be implanted three times and it would not seat. The first time, when surgeon pulled the sutures to cinch down, the anchor pulled out. After reloading the anchor again, the surgeon attempted to implant it one more time, same thing happened, the anchor pulled out. The third time, a new bone socket was created and the anchor was implanted, this time too, the anchor pulled out. Surgeon completed case using a device from another manufacturer along with a knotless fibertak. This was discovered during a bankart repair (B)(6) 2022.